Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not maintaining insufflation from the top cap and the cannula. They were using a 10 mm short scope zero degree down the trocar. The tech pinched the cannula together and they completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.